Event description:
It was reported that the balloon broke. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during the procedure, the guidewire came out through a pre-existing hole in the device, and the balloon was broken. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon broke. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during the procedure, the guidewire came out through a pre-existing hole in the device, and the balloon was broken. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: fg emerge mr, ous 2.00mm x 20mm was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. A visual and tactile examination of the outer/inner lumen and mid-shaft section found no issues. A microscopic examination of the shaft identified a bunched and stretched inner wire lumen, at 4.5cm from the distal tip and a pinhole in the inner/outer lumen at 5cm from the distal tip with the edges of the hole expanded outwards, indicating that it was caused from within. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. A wire insertion test identified that the device could not be loaded or tracked on a 0.014-inch test guidewire due to the damage on the inner wire lumen.